Event description:
It was reported to medtronic minimed that the customer experienced a failed battery test and, after taking a shower, noticed that the pump was no longer functioning. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. The customer was advised that the insulin pump would be replaced and to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884l was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
No blank display noted. Pump received with display anomaly-flashing mdt logo. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test due to display anomaly-flashing mdt logo. Unable to download history files/traces using thump due to display anomaly-flashing mdt logo. Pump was cut open to perform visual inspection. Found corroded electronic assembly and moisture damage on the motor. No damage noted on the force sensor. Using a test pcba 1 and the original pcba 2, the pump had flashing medtronic logo. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump did not have a battery installed when received. The pump was received without the original battery cap. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, faded/stained serial number label, cracked case at the battery tube side, cracked keypad overlay at the select button and pillowing keypad overlay. Unable to perform the history review 1 week prior to the 07-jun-2025 due to display anomaly-flashing mdt logo. Unable to generate the power management graph due to display anomaly-flashing mdt logo. Display anomaly-blank display not confirmed. Unable to perform the required tests due to display anomaly-flashing mdt logo. Flashing medtronic logo was confirmed during analysis due to corroded pcba 2. Upload error confirmed (unable to download history files/traces using thump due to display anomaly-flashing mdt logo. Damage-moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.